Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 480 or 490 mg/dl, 200's mg/dl and 150 or 140 mg/dl. Customer also reportedly received the following results on the nano system within 10 minutes 450 mg/dl, 200 mg/dl, and 90 to 150 mg/dl. Also customer reportedly received the following results on the nano system within 10 minutes: 360 mg/dl, 250 mg/dl and 130 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.